Event description:
The customer reported that the system displays gray images.no patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshoot the system and determined that the ii and camera are at fault. He ordered parts along with a ps2 power supply. The rep replaced the ii along with camera as a fru. He adjusted the kv tracking and verified proper operation. The system operated as intended.